Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation. The device history record was reviewed, and no irregularities were noted. The osferion bone void filler package insert status in the warning and precaution section: (11) osferion must not be used after the expiration date. This report is being submitted as a medical device report is an abundance of caution. We submitted the initial report on dec 4th 2017. This is resubmission.

Event description:
Device used after expiration date. A device past expiry was implanted during surgical procedure.